Event description:
In germany, five procedures were performed at one hosp where the biorci interference screw broke during acl procedures. Surgeon did not use tap prior to insertions. All pieces were removed from the pt. No pt injuries or procedural complications occurred.